Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The explanted leads and implantable neurostimulator were returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that a spinal cord stimulation (scs) revision was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. Analysis of the leads determined all connectors were broken 25.5 cm from the distal end. H6: fdc (B)(4) and fdr (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that there were high impedances. It was stated that at 3v, all pairs in contact 0-7 were >40,000 ohms. In contact 8-15, most pairs were >40,000 ohms except for a handful of very elevated (27000-36000 ohms). Elevated bipole pairs were tried and no stimulation was reported at 10v. It was noted no trauma or falls were related to this issue. It was stated the rep could not program around the high impedances. A sudden loss of stimulation and parasthesia were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The hcp reported that the patient¿s ins was removed in 2017. They stated that the patient indicated that the system never worked. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient was pending workers¿ compensation for a spinal cord stimulation (scs) revision. They stated that nothing had been scheduled yet and the ¿patient not receiving and stimulation.¿ no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017. Product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The replacement was completed on (B)(6) 2017. The battery pocket was opened and a multi-lead trialing cable (mltc) was connected to both implanted leads. Impedances were high on both leads and no stimulation was reported by the patient during intra-op testing. The leads were replaced and a new implantable neurostimulator (ins) was implanted. The patient reported proper stimulation intra-op and post-op during the revision. The old leads and ins will be returned for analysis.